Event description:
The customer contact reported that the ac receptacle located on the back of the device was found to be "burned." Reportedly, when the device was plugged into the electrical outlet, it "short circuited." The device was not in pt use at the time of the event. The customer reported that there was no injury to the hospital staff. During testing by the user facility, the ac receptacle located on the back of the device was found to be "burned." Though requested, no add'l info was provided.

Manufacturer narrative:
The customer will not be returning the device for eval. The device was repaired by the user facility. (B) (4)